Event description:
It was reported there was a leak around the cuff. No injury, new trach placed in patient.

Event description:
Additional information indicated that medical intervention was required while placing a new trach in patient.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The returned sample was visually inspectedinflation line was received broken and join with the other side using an extra component; damage on tube of inflation line looks clear no mark of stress is visible. The cuff and balloon pilot of the sample received was tried to inflate. The pilot balloon can be inflated, but air can not pass through whole line to inflate cuff; as well, pilot balloon does not keep inflate due to extra component it is not proper bonding. Thus, failure mode can not be confirmed, since sample was not received in conditions to perform a thorough investigation test. No root cause could be determined since the complaint was not confirmed due sample provided was not received in condition to perform functional test and no defect were detected visually on cuff; however current process mitigation related to failure mode reported were referred. No corrective actions are required since the complaint for the physical sample provided was not confirmed. No problems or issues were identified during this device history record review.